Event description:
It was reported that a patient presented remotely with inadequate therapy noted on the patient's implantable cardioverter defibrillator. This resulted in a minor patient arrhythmia that terminated on its own. No further intervention or adverse patient consequences were reported.